Event description:
It was reported that approximately two years and four months post implant of an artificial urinary sphincter (aus), the patient experienced urine leaks when he coughed or picked up heavy objects. One month later, the patient had the aus 4.0 cm cuff replaced with a 3.5 cm cuff. Following the surgery, the patient was better and did not need incontinence pads.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the reported the sizing issue and urinary incontinence was not confirmed. Product analysis was unable to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was identified in the cuff pillow proximal to the cuff kink resistant tubing (krt) adapter. The pinhole is consistent with tool damage that most likely occurred during the explant procedure and is a secondary failure. Product analysis was unable to confirm the sizing issue and urinary incontinence. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the conclusion code of known inherent risk of device was chosen because the reported events could not be confirmed or substantiated through investigation.

Event description:
It was reported that approximately two years and four months post implant of an artificial urinary sphincter (aus), the patient experienced urine leaks when he coughed or picked up heavy objects. One month later, the patient had the aus 4.0 cm cuff replaced with a 3.5 cm cuff. Following the surgery, the patient was better and did not need incontinence pads.